Manufacturer narrative:
Analysis of the pump revealed a motor corrosion and feedthru anomaly.

Event description:
It was reported that the patient experienced increased baseline pain. A pump alarm was heard; telemetry confirmed a critical alarm was occurring. Reset, low battery and safe state occurred. The pump contained fentanyl and bupivacaine (marcaine).

Event description:
Additional information: the estimated eri (estimated replacement indicator) was noted as 29 months; rotor/catheter dye studies were not performed. Patient sustained no injury; recovered without sequela.

Manufacturer narrative:
Catheter: model #: 8709sc, lot #: n120242028, implanted: (B)(6) 2007, explanted: unknown.